Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed stated the arctic sun device would not fill. There was no vacuum on the left port and since device had 5068 system hours. It was recommended that device would come in for the 2000 hours preventive maintenance. As per the follow up information received on 17may2022, there was no patient involvement during the reported event. A quote had been sent to customer and would determine if they send the device in for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause was isolated as the reported issue was not reproduced during evaluation. The device was evaluated and the reported issue was unconfirmed as the reported problem was not reproduced during testing. No repairs for reported issue were needed. Device underwent 2000 hour pm service. The ac cca board showed signs of electrical overstress. The circulation and mixing pumps were serviced. The heater was replaced. Both drain valves were replaced. The manifold o-rings were replaced. The flow meter was replaced as a preventive measure. The ac cca board was replaced due to electrical overstress. Upgrades: the coin cell was replaced as it was over 2 years old. A shock sensor was installed. Loctite was applied to the casters. The device was placed on the acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests. The device is functioning properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that biomed stated the arctic sun device would not fill. There was no vacuum on the left port and since device had 5068 system hours. It was recommended that device would come in for the 2000 hours preventive maintenance. As per the follow up information received on 17may2022, there was no patient involvement during the reported event. A quote had been sent to customer and would determine if they send the device in for evaluation. Per sample evaluation results received on 19oct2022, it was reported that the ac cca board was replaced due to electrical overstress.